Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail. Fluid intrusion is a known contributor to the reported symptom of a burnt smell. The device was un-repairable as a result of the damage sustained from fluid intrusion.

Event description:
It was reported that a spectrum wireless battery module had a burnt smell. Any pt involvement, injury, or medical intervention is unk.